Manufacturer narrative:
Additional information is provided in sections d.9, e.1, e.3, h.3, h.6 and h.11. The company representative was able to replicate the reported system message (sm) issue. To address the issue, the three (3) nonconforming printed circuit board (pcba)/ multifunctional in/output (mfio) were replaced. However, the reported laser and aiming beam issues were not replicated. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause for the reported issues is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate.

Event description:
A customer reported that an ophthalmic system was used for a surgery in which the laser was in ready state but aiming did not occur and the laser did not fire. Procedure details and patient impact were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).